Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed for potentially associated lot numbers gd895409, and gd895110 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for nine days for this event and was treated with unreported intra-peritoneal and intravenous antibiotics. The cause of the peritonitis was unknown. At the time of this report, the patient had been discharged from the hospital was recovering from the peritonitis. Pd therapy was ongoing. No additional information is available. Report 1 of 2.